Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that, during reprocessing, the videoscope tested positive three times for an unspecified quantity of microbes. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the final investigation. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: feb 18, 2025. Sampling from: suction biopsy channel, air/water channel, flushing and brushing. Cfu: 0 growth . Bacterial identification: n/a. The device was evaluated where no abnormalities were found that could have led to the reported event. Based on the results of the investigation and because the user culture results were not shared, the reported event could not be confirmed, and a root cause could not be determined. Growth of microorganisms were reported through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. Despite good faith attempts the user culture results, and cleaning disinfection and sterilization (cds) processes were not shared. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.